Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The following sections were the device was returned to olympus for evaluation. The repair center confirmed the customer's complaint and found the lamp malfunction was due to a broken lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the lens was damaged because of a strong impact applied to the light guide, resulting in the dim image. Regarding the handling of the device, the instruction manual contains the following description: "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.".

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for use, a dark endoscopic image appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.